Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the device was returned in two sections as a result of a break in the hypotube. Visual and microscopic examination of the device identified the break was approximately 94cm from the catheter strain relief. A visual examination also identified slight bends throughout the entire length of the hypotube which is consistent with excessive force being applied to the device. No damage noted to the balloon, blades, or tip of the device that could have potentially contributed to the complaint incident. All the blades were fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties occurred. The 90% in-stent restenosed non-bsc stent was located in a non calcified and moderately tortuous mid right coronary artery (rca). The physician attempted to advance the 3.0mm x 10mm flextome cutting balloon catheter however, could not cross the lesion. The device was removed from the patient and a shaft kink was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, analysis of the 3.0mm x 10mm flextome cutting balloon identified a shaft break.